Event description:
The customer reported that the device displayed a speaker malfunction error message and the audio is not working. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was returned to the philips authorized repair facility. The repair technician evaluated the device noted that the speaker produced audible sound. The device was updated to the latest hardware and firmware per procedures and passed functional tests.

Event description:
The customer reported that the device displayed a speaker malfunction error message and the audio was not working. The device was in use on a patient. There was no report of patient or user harm.